Manufacturer narrative:
The investigation into the reported pump damage was completed. The device was returned for evaluation. Visual inspection revealed there was damage on the distal end of the sterile sleeve. The tuohy was unscrewed and came apart, causing the sleeve to become unsecured from the catheter. Based on the available information, the root cause of the product damage was use related. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.

Event description:
The user facility reported that a 54-year-old male patient implanted with the impella 5.5 for mechanical circulatory support experienced sterile sleeve damage. The clinical team reported that the sterile sleeve became "undone" overnight. Due to concerns about the sterility of the catheter, the decision was made to exchange the device. There was no reported harm to the patient.